Event description:
It was reported that during a da vinci si surgical procedure, the surgeon encountered an apparent sealing failure with the endowrist one vessel sealer instrument. No further clinical information was provided.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon indicated that he had a sealing issue with the endowrist one vessel sealer instrument. However, there is no indication that a patient sustained an injury because of the reported issue. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.